Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced coronary sinus dissection. The left ventricular lead remained implanted. No further information was available.